Event description:
It was reported that a pt underwent a skin closure procedure on an unk date and suture was used. The pt developed a superficial infection. Additional info was requested.

Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.